Event description:
I had lasik prk 9 months ago, my vision became very good but at night I have glares and halos while driving, my doctor told me that I have a blue eye and blue eye iris open more so it accepted more light which causes those halos. He advised me to use one drop from alphagan p eye drops which have a side effect that is mitotic for iris. And told me that when I become older my iris normally get smaller. I am (B)(6).